Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, approximately 11 months post successful implant of a right transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient was hospitalized due to cardiac decompensation. On post operative day (pod) 175, tee showed moderate aortic valve regurgitation with a high degree of aortic valve insufficiency. Medical therapy was given to treat the patient. On pod 384, after leaving the cath lab, the patient was was hospitalized to evaluate the aortic regurgitation. Per CT and tee, the patient had severe central regurgitation. Two days after the diagnosis, patient underwent a successful valve in valve procedure.

Event description:
Vinv performed.

Manufacturer narrative:
Correction to section h6. The complaint was unable to be confirmed due to unavailability of relevant imagery and returned device. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, it is possible that under- expanded valve can make the leaflets coaptation inadequate potentially resulting in regurgitation. As reported ''patient who underwent an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach in the right site. Tavi procedure was completed successfully. On pod175, tee showed moderate aortic valve prothesis insufficiency (regurgitation). Approximately, eleven months post-implant, the patient was hospitalized due to cardiac decompensation due to severe aortic regurgitation'', and ''on pod 384 post procedure, the patient was hospitalized to evaluate aortic regurgitation, and CT and tee showed severe aortic regurgitation. The patient had severe central regurgitation of transcatheter heart valve''. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, patient had the history of hyperlipidemia, diabetes ii. The diabetes is the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Similarly, pannus grows on bioprosthesis may interfere with the functionality of the device by restricting the leaflet motion leading to central regurgitation. Hyperlipidemia is also a known patient factor, which can increase the risk of leaflet calcification/thickening resulting in central regurgitation. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.